Event description:
The customer stated that upon withdrawal of the catheter, the catheter shaft and the tip shaft were separated leaving the electrode wires exposed. It was reported that the electrode wires kept the catheter intact.